Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device exchange procedure, the parylene coating of the implanted device was noted to be peeling. The device was explanted and replaced to resolve the event. The patient was in stable condition.